Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The patient presented emergently with a myocardial infarction (mi). The physician implanted a liberte stent in the saphenous vein graft (svg) to the obtuse marginal (om). Then the physician asked for a liberte bare metal stent and was handed a taxus liberte stent, which was implanted in the distal right coronary artery (rca). The physician then asked for a third liberte and was informed that the stent he had just deployed was a taxus liberte. Another taxus liberte stent was then implanted in the proximal rca. No patient complications were reported. Patient status reported as "fine", but the patient's post procedure care will need to be modified. The patient is on dual antiplatelet therapy with plavix an aspirin. The patient was discharged and was improving slowly after the mi and was recovering at home.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. There is no evidence of any specification non-conformances related to the packaging or labeling of the complaint product. The root cause of this complaint will be documented as user/use error because it is apparent that an appropriately labeled device was selected in error.